Event description:
It was reported that in-office impedance testing showed an impedance issue. The reporter stated that at the time of replacement, impedance testing was planned to determine if the issue was related to the lead or extension. It was noted that during the dissection of the pocket, the lead was potentially cut. It was further noted the lead and extension was replaced. The reporter stated they could not determine if the issues was the lead or extension. It was noted the patient had less than 50% therapy relief and pain in their right and left leg. Additional information received reported that no cause was determined. It was noted the patient was receiving effective therapy after programming post operation.

Manufacturer narrative:
Product ID: 3998, lot# v014320, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v014320, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. It was noted that the patient had received assistance from their doctor or manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v014320, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient.

Event description:
It was later reported that the patient had had the device replaced once. The replacement was due to some type of malfunction. Patient was unsure what the malfunction was and mentioned something about the leads but said he really did not know. The device had started to malfunction about a year before it was replaced in (B)(6) 2013. Leads and implantable neurostimulator (ins) were replaced.